Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint reported as the following: when attaching the adaptor to the oxygen tap, it doesn't make great contact even though it is screwed on tight. No pt injury reported. Pt current condition is fine.